Event description:
Patient initially implanted on (B)(6) 2014 with an afx bifurcated, one vela suprarenal and a limb. Recently, through CT imaging the physician noted that the cuff had slipped due to an angled neck and endoleak type ia. The physician elected to implant an ovation stent system. The patient was reported to be in stable condition and released from the hospital